Event description:
Initial result for a patient total protein was 1.5 g/dl. When repeated, the result was 8.2 g/dl. The incorrect result was not used to determine patient therapy. The field service representative was unable to confirm any malfunction of the analyzer.